Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported loss of aspiration occurred. An jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. Aspiration was initiated inside the body. However, after multiple passes through a long segment, it was noted that there was no fluid coming back through the tubing to the collection bag. Aspiration was lost. No error codes were noted. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.